Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air bubbles were coming out of the sheath, indicating air ingress. The outcome of this case is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 12552, was returned and analyzed. Visual inspection of the sheath showed the device was intact with no apparent issues. Deflection worked as per specification. The pressure test did not show any leak, aspiration/flushing test did not show any air passing through the tube or expelled from the sheath distal tip. Hemostatic valve was leak tight. In conclusion, the reported air ingress was not confirmed through testing. The sheath passed the returned product inspection. If information is provided in the future, a supplemental report will be issued.